Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges to have "nodules in lungs, difficulty breathing/short of breath." There is no report of medical intervention being required. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nodules in the lungs, difficulty breathing, and shortness of breath an issue related to a CPAP device's. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an slight dust-like and fibrous contamination and other unknown minor contamination was observed on and around the iso port. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The inside of the blower box was visibly free of contamination. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown observed and observed slight dust-like and fibrous contamination in the base unit and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Sections d8, d9, h2, h3, h6 has been updated in this report.